Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm on multiple occasions. Reportedly, the customer keeps the pump in their pocket. Customer stated they don't believe the button was being pressed down to trigger the alarms. There was no reported impact to the customer's blood glucose level.